Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04440. The patient had two competitor leads with two sjm adapters and one sjm ipg. It was reported the patient began feeling neck spasms and headaches when the stimulation was turned on. The patient reported the issue had been present for a few months. Reprogramming was attempted, but stimulation was only provided in one arm. It was reported the reprogramming resolved the spasms and headache issue. Multiple contacts were invalid. An x-ray was performed which showed the left lead had migrated downward. The physician removed the competitor leads and adapters. It ws reported a new scs system was implanted which included a new lead and ipg. The old ipg was left implanted in the abdomen. It was reported the physician planned to remove the old ipg at another date (device 2).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.